Event description:
It was reported that a spectrum infusion pump's secondary infusion wasn't working during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "secondary infusion wasn't working" was not reproduced. The device was tested for flow accuracy and found to deliver as intended. The event history log review was completed, however an event date and parameters were not reported. The last day of customer use recorded in the history log is (B)(6) 2023. The user programmed a secondary infusion at a rate of 600 ml/hr. The user experienced 7 "air-in-line!" Alarms during the infusion. Pump and IV bag set up can not be determined through the history log. An IV set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Secondary infusion issues may have several potential causes related to infusion setup an improperly primed set, including back check valve, or improper/incomplete clamping of the primary fluid when running a secondary infusion above 300 ml/hr. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.